Event description:
A customer reported that during cataract vitrectomy combination surgery an ophthalmic handpiece did not suck or fragment the cataract. Patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phaco handpiece (hp) was returned for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potential contributing complaint was found but was determined not to be relevant to this investigation. The hp was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The sample was connected to resistance test box to check the input and output impedance and was found to meet specification. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. Flow rate test, and u/s stroke and torsional stroke measurement were performed and meet specification. The returned handpiece was found to functionally exhibit no problems; therefore, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. Sample was received and visual assessment of the returned sample revealed no visual nonconformity. The sample was connected to resistance test box 995-2150701 ngp using a dmm to check the input and output impedance and was found to meet specification. The returned sample was connected to a calibrated vision system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. Flow rate test, and u/s stroke and torsional stroke measurement were performed and meet specification. Refer to the attached investigation log. No functional problem was found with the returned handpiece during testing; therefore, the customer reported event was not able to be confirmed. The returned handpiece was found to functionally exhibit no problems; therefore, the root cause of the reported event cannot be determined conclusively. Through investigation of this complaint, it has been determined that this handpiece functionally exhibited no issues. Therefore, no corrective actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).